Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The plates are designed to fit the anatomic shape of the orbital floor to minimize the need for bending and cutting and come in two sizes, small and large. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. It is reported the surgeon has repositioned three cases in the past eight months, no case specific information was provided. Attempts for additional information have been made, however no response has been received at this time. The additional cases are captured in reports 1032347-2015-00402 and 1032347-2015-00403.

Event description:
The sales associate reported a pre-contoured orbital plate was implanted, the date of the procedure and the part and lot numbers are unknown. Upon review of the CT data, the surgeon decided to perform a revision surgery to reposition the orbital plate. It is reported the surgeon stated the plates need to be closer to the correct anatomical shape of the orbits, he prefers a competitors product as it requires less modification. In addition, he reports some facilities have an intraoperative CT scanner so if the plate needs to be readjusted during the original surgery, they can do so relatively easily. This facility does not have an intraoperative CT scanner. No additional information, medical records or operative reports have been provided.

Manufacturer narrative:
Additional information was provided during a phone call between the director of neuro and cmf surgery and the surgeon. The surgeon reported performing two revisions over the past three years to recontour the plate shape. He reports there were no complications which prompted the revision, but he felt the result could be improved. The original report from the sales associate was "the surgeon has repositioned three cases in the past eight months." Reference reports 1032347-2015-00402-1 and 1032347-2015-00403-1 for the additional revision cases.

Event description:
The physician he reported performing two revisions over the past three years to recontour the plate shape. He reports there were no complications which prompted the revision, but he felt the result could be improved.